Manufacturer narrative:
Failure analysis (fa) lab received a avea gas delivery engine (gde). Fa inspected the gde externally, no anomalies were found. Fa installed the gde on to an avea test station and powered in to user mode. Fa attempted to move the set fio2 around but the blender flag would not follow, flag remained stuck at the 21% position. Set the fio2 at 60%, after a few minutes of leaving the gde cycling "low fio2" alarm was being displayed on the user interface module (uim) alarm banner. Fa conducted blending accuracy (low ve) testing and testing failed. Fa removed o2 blender and inspected the blender flag and noticed flag was loose when rotated and moved freely in the shaft. Fa was able to duplicate and isolate the reported problem to the o2 blender. The flag was stuck. The o2 blender was scrapped. The gde was moved to factory service.

Event description:
The following description of the event was provided from a customer in (B)(6) to a carefusion technical support specialist. The monitor fio2 always displayed (B)(4) regardless of the set value. The extended system test failed and the o2 cell calibration failed. No patient involved.

Manufacturer narrative:
Based on the information provided by the foreign customer, carefusion technical support identified a possible malfunctioned gas delivery engine. Carefusion issued a return goods authorization (rga) number to the customer for the return of the alleged faulty gas delivery engine for evaluation. As of april 2, 2015 the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted.